Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Company representative reported on behalf of physician, a left side rupture was observed during surgery. Manufacture of the device is unknown. Device has been explanted.